Manufacturer narrative:
This report filed october 24, 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration in (B)(6) 2013 (specific date not reported) resulting in fixture loss. The device is unavailable for analysis as of the date of this report, (B)(4) 2013.